Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 133, 152 and 128 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 157 mg/dl and 158 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The customer stated has not had any changes in diet. The customer stated is in metformin to manage the diabetes-1 tablet 2x a day. The meter memory was reviewed for previous test result history (date/time not set correctly): (B)(6). Memory concerns: the customer is concerned with the results 133, 152, 128 and 127mg/dl in the meter's memory.